Event description:
The programmer was returned due to a noisy fan and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment of noisy fan and also found the hard drive to be out of specification electrically.